Manufacturer narrative:
No product was returned for investigation. We have conduct the investigation according the available product information. Nothing was changed in production process. Nothing unusual to report was found during DHR review. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that c-pilot files cc+ sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested.